Event description:
The surgeon has reported to the sales rep that the implant was non sterile inside. The outside package was ok, but when opening the inside package they found holes under the label. They had to use a new implant. When opening the new box they found the same problem, even this was with holes and therefore not sterile. They had to use this and the pt got a non-sterile implant.

Manufacturer narrative:
A supplement report will be submitted upon completion of the investigation. Other lot was reported - lot mkle2x, mfg date: (B)(4) 2011, exp date: 8/15/2016, (B)(4).